Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize an ECG signal) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case, disconnecting the belt connector plug from the j1001 jumper on the computer / analog (ca) board. The cause of the inability to recognize an ECG signal is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it does not recognize an ECG signal.